Event description:
A motor stall and motor stall recovery recorded in the event logs were reported. The pump stalled (B)(6) 2015 at 22:39 and recovered on (B)(6) 2015 at 14:44. The reporter planned to check with the patient to see if the patient sleeps on a magnetic mattress pad or if the patient has other medical devices. The patient was sent home and the patient was doing well. The patient had no symptoms. As of (B)(6) 2015 the cause of the stall undetermined and no reoccurrence of stall since. The patient was noted as ¿doing good with current therapies¿. The pump was used to deliver bupivacaine and morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted:(B)(6) 2010, product type: catheter. (B)(4).